Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(4) 2014. This report is filed (B)(4) 2014.

Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced pain and dizziness with stimulation. Reprogramming attempts were made; however, the issue could not be resolved, resulting in device non-use. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same procedure. This report is filed november 4th, 2014.